Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out-of-range (oor) pacing lead impedance (pli) greater than 3,000 ohms along with loss of capture (loc) at maximum output. Also, there were several episodes stored which were all noise on the electrogram (egm). R-waves amplitude was measured to be 2 mv. No shocks and no patient symptoms were observed and the patient is not dependent. Lead fracture was suspected. Additional information indicated that x-ray was not known if it was completed however testing showed evidence of lead fracture. No clinical observations that resulted in greater than 2 seconds of asystole. Moreover, the patient¿s ejection fraction (ef) had normalized, so the whole system was extracted and was no longer replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 18 to 19.5 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.